Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in japan. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was not cooling on the patient side during a procedure. Even when heating, when I set it to 38, the temperature rises to 39. There was no problem on the myocardial protection side. There is no report of any patient injury.

Manufacturer narrative:
Based on similar issues reported from other customers, the most likely root cause of the event are the following: (I) leak from cooling coil of the compressor; (ii) defective distribution board and (iii) corroded mixing block. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
Device was sent to livanova japan for repair. The device has been cleaned and disinfected. Testing of the device confirmed the error: cooling system is not working properly. Heater cooler is not able to cool and the complete cooling circuit must be reassembled. Due to the reassembling, the motors and the valve block will be replaced. This repair is not recommended from an economic perspective. It will be an economical loss for the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Complaints database analysis revealed no similar event since unit installation in 2019 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. The reported event is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about more than 4years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.